Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered 9 units of insulin instead of 9 grams of carbohydrates when programing a bolus. Pump history confirmed 9 units of insulin had been delivered. Customer consumed carbohydrates and set a temporary basal rate of 0 units to address the delivery of additional insulin. Reportedly, as customer was in a facility healing from a past injury, customer was advised to inform the nursing staff of event. Customer's blood glucose was not impacted.